Manufacturer narrative:
Investigation result: one 2000e sample was received without packaging for investigation; the sample was received connected to a 3ml bd posifush sp 0.9% saline syringe with some clear residual fluid. The customer did not provided the lot number of the affected sample, however they did report that the "blue piston is occlusion". The returned sample was subjected to functional testing by priming and flushing using the returned syringe; no restriction or occlusion of flow was observed throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that reports of this nature against products in the smartsite product family are rare and have been occurring at a low frequency within the last 12 months.

Event description:
No sample

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter: smartsite's blue piston is occlusion. Additional information received from the customer: please confirm the lot number(s)? Unknown. Please confirm how the fault was identified? The safety connector needs to be replaced every 4 days, and a blockage was found during the replacement. Please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? There is no infusion issue. Please confirm the infusion set-up ¿ gravity or pump, height of infusion line, entry point to patient, infusion rate and pressure, infusion line set-up (other extensions or accessories) etc? I can't know so much information. Please confirm the make and model of the connecting product(s)? Bd 306573 pf 3ml. Please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston? No. Please confirm what substance was being infused during the time of the event? Unknown was there any patient harm? No. Was there an under infusion? No.